Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a dual alarm failure. The reporter alleged that the pump was not beeping and vibrating when alarms occurred. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the pump was returned with all sounds features set to ¿high¿ and temp basal was set to ¿off¿ and remote bolus was set to ¿vibrate.¿ the pump booted up to the verification screen with audible and vibratory features. The audible alarm reading measures were within specification. An alarm was reproduced for the investigation with the sound set to high; the pump gave the appropriate sound warnings and displayed the message on the screen. An alarm was reproduced for the investigation with the sound set to vibrate. The pump gave the appropriate sound vibration and displays the message on the screen. The original complaint was unable to be duplicated. Unrelated to the original complaint, the pump had a colored horizontal red line through the display. The pump was opened and a test screen was inserted. The test screen was fully functional with no colored lines.